Manufacturer narrative:
The prismaflex device involved in this event has not been available for investigation since the treatment was continued. The prismaflex device is not indicated for use on patients weighing below 20 kgs. In this case, the physician made the medical judgement to treat the infant with the device.

Event description:
A physician reported a critically ill newborn pt with multiple co morbidities was started on continuous renal replacement therapy and developed thrombocytopenia. The pt's platelet count was extremely low the day prior to initiation of crrt. During the weeks on crrt, the pt's platelet count remained low and varied between 5 k/cmm - 216 k/cmm. The pt has received numerous transfusions of blood and blood products. The pt continues crrt on the same crrt machine. The investigation of this event is ongoing.